Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia associated with an infusion set that was not delivering insulin properly, requiring guided infusion set replacement and confirmation of device function; the event involved subcutaneous insulin delivered by pen as back-up therapy and no alerts or alarms were reported. Symptoms included fatigue. Outcomes included temporary limitation of activities due to elevated blood glucose. Investigation included customer interview, troubleshooting with the user, and device function check. Investigation of this case revealed a suspected infusion set delivery issue with cause unclear, as glucose improved promptly after set change and device functioned as expected. It was concluded that the event was related to hyperglycemia with an undetermined root cause, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.